Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, the patient canceled treatment to start a new setup and discovered fluid in the cassette area. The patient was advised to contact his pd nurse, the set was not made available for evaluation. During follow up the patient and the patient's pd nurse reported that the patient was fine with no complications. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.